Event description:
The psc032 was found to be kinked when removed from the packaging. Another catheter was used in the case successfully.

Manufacturer narrative:
Technical eval: there was a flat spot 15.0-15.4cm from the distal tip. There were single axis bends at 15 and 23cm from the hub/shaft joint. The incident is confirmed but not as reported. The incident report implies that the catheter did not come into contact with the pt, but the catheter was clogged with blood when returned. The hospital indicated that the unused device was placed on the table with used devices. The amount of blood flushed from the returned device indicates that the unit returned was actually used on a pt. It is possible that the wrong device was returned to penumbra and the damage on this unit was due to after procedure handling and shipping. As per FDA guidance on 28 aug 2009, catheter kinks are reportable incidents (including out-of-box failures).